Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact had increased pump basal rate to 150% and delivered a correction bolus to address a 230 mg/dl blood glucose (bg) level. Subsequently, bg lowered to 40 mg/dl. Juice was consumed to address low bg. Recommendation was made for customer to discuss event with a healthcare provider.